Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery to support the 66 year old female patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). She presented in scai stage e shock with no other underlying medical history shared beyond known peripheral arterial disease. The pump supported for 25 hours and was explanted. When the pump was removed, the physician unable to close access site percutaneously and so the cardiothoracic surgeon was consulted for surgical closure or insertion site. The surgical closure was not expected but, the known peripheral arterial disease may have been a contributing factor. The patient survived the event and to date no further details regarding the vessel closure or any associated bleeding have been shared. The device functioned as expected, p-4 with 2.5l/min flow with d5w with sodium bicarbonate in the purge solution.